Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube inflated unevenly. There were no reported adverse patient effects.

Manufacturer narrative:
One flextend¿ tts¿ tracheostomy tube was returned for analysis. No defects were observed upon visual examination. Inflation test was performed by inserting air into the cuff per inflation line. The device was then measured noting the following: smaller side of cuff read 10mm and larger side of cuff measured 11mm. Four thickness measurements of the cuff were taken by removing the cuff from the shaft; all measurements were within specification. Based on the evidence, the cuff may have appeared to be inflated unevenly but the investigation was determined to meet the manufacturing specification; thus no root cause was found.